Event description:
Revision surgery due to pain and discomfort.

Manufacturer narrative:
This event occurred outside of the u.s. And involved a product that was mfg outside of the u.s. However, because, the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.